Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a pars plana vitrectomy with a suture fixated anterior intraocular lens, they experienced loss of suction and believes it was due to a piece of the lens clogging the tubing. They were able to get the suction to start working again by detaching the fragmatome and using the basin with balanced salt solution to clear the extrusion tubing. A few minutes later it became clogged again. They tried the same approach, but it did not work. They also tried flushing the fragmatome and back flushing the tubing, but that also was unsuccessful. Finally they ejected the cassette and noticed the tubing had been disconnected, possibly forcing water into the machine. After connecting new tubing, and rebooting the unit a system message displayed. The nurse spoke with technical support while the surgeon continued the case. They used gravity to keep the balanced salt solution flowing into the eye as necessary, implanted the lens, and secured the wound with a suture. There was no harm to the patient.